Manufacturer narrative:
Investigation into this complaint included a quality data review, a service history review and a complaint history review. The investigation is summarized as follows: a search of non-conformance (nc) and CAPA (nc/CAPA) records was performed for instances related to a leak at the lysis diener transfer pump tubing connections. The query found one (1) CAPA investigation related to all leaks from the system solutions drawer and, therefore, related to the issue under review. A service history review of sn (B)(4) found no prior service records related to the issue under investigation. A complaint search was performed to identify complaint tickets for any instances of leakage at the lysis diener transfer pump tubing connections on an alinity m system, ln 08n53-02. The review found 3 complaint tickets, including this one, related to instances of leakage from system solutions drawer at the lysis diener transfer pump tubing connections on an alinity m system, list number (ln) 08n53-02. Both other complaint tickets were investigated with no identified product deficiency. Based on the results of the investigation, a product deficiency was not identified for the alinity m instrument system. The above mentioned CAPA took a global approach for leaks within the system solutions drawer that may cause leakage beyond the instrument's footprint. The following summary from the CAPA is relevant to this observation. Process related root causes / contributing factors: alinity m system product requirement and/or lower level system or module requirement documents did not include requirements for containment of accidental system solutions drawer overflow. System solutions drawer enclosure design includes six thru holes at the bottom allowing liquid to escape onto the floor when the drawer is pulled open. Earlier versions of risk analysis document did not include the slip/fall hazards for the waste or reagent overflow from the system solutions drawer. Additionally, design output related causes were identified related to observation of loose connections, insufficient torqueing and loose fittings associated with components within the system solutions drawer. An action was taken to assess if the risk for the slip/fall hazard is adequately addressed throughout the alinity m risk management file (rmf). The assessment concluded that the slip/ fall hazards associated with liquid waste and with the bulk reagent overflow from the alinity m system solutions drawer are adequately addressed, and within acceptable residual risk levels, as defined in the abbott molecular risk management procedure. No gaps were identified in this assessment. No rmf document revisions are recommended at this time. Design-related corrective actions have been approved at the manufacturer to improve fluidic fittings and connectors. Lastly, an action has been taken to complete the feasibility of improving the design of the system solutions drawer regarding liquid containment inside of the drawer. This action will require developing a design concept, receiving prototype parts and completing a feasibility evaluation. If feasibility evaluation results are supportive of the change, a design change plan will be implemented, include completing design verification, updating product specifications, and receiving production inventory of the new parts. Due september 30, 2021.

Event description:
Customer noticed a leak on an alinity m system. The customer reached out because their device was leaking from the instrument onto the floor. The customer was instructed to wear personal protective equipment (ppe) while cleaning the spill. Field service engineer (fse) was dispatched. Customer was not exposed to lysis buffer without ppe on and there was no associated injury. Fse wore ppe while cleaning and repairing instrument. The leak was under the instrument towards the front of the instrument and might have extended a few inches in front of the instrument. Customer had placed paper towels over place of the leak prior to fse arriving on-site. The fse identified that the lysis diener transfer pump tubing connections were not tight and caused the leak. The tubing connections were tightened to resolve the issue. The field service engineer cleaned inside the drawer and under the instrument. Instrument was returned to customer for use. There was no patient involved as the leak was identified by the alinity m user.